Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and was unable to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since changing the scope resolved the issue, the e218 and b31 error messages were likely cause by the scope used with the video system center at the time of the event; however, a definitive root cause of the error messages could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the video system center displayed a b31 scope communication error message when the device was powered on. The issue occurred when preparing the device for use. An e218 error message was also displayed. Another person at the facility tried to verify the issue by combining the same equipment, but the error messages could not be reproduced. The errors were not displayed when another scope was tested. The customer noted that in subsequent cases, the device was used with no issues.